Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The device was placed in the right renal pelvis for urine drainage and was inserted via direct stick technique with ultrasound (ul) guidance and a competitor's introducer and microwire. Later, about 10-15 minutes post-procedure, leakage around the hub was discovered. The device was then replaced. The second catheter did not leak. It was noted that no force was exerted on the first catheter, and upon inspection, the fitting was securely attached. No other adverse effects were reported for this incident.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported by kevin collier of presbyterian health service corp that on 15feb2022 an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc, lot# 13364844) leaked. The device was required for urine drainage and was placed in the right renal pelvis via ultrasound (ul) guidance and direct stick with a competitor¿s introducer system (accustick, rpn and lot# unknown) used over a microwire. It was noted that upon inspection, the device¿s fitting connection was securely attached. About, 10-15 minutes post-procedure, leakage at the device hub was observed. As a result, the patient required an additional procedure to replace the device. No other adverse events were reported due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used and damaged catheter was returned to cook for evaluation. Upon visual inspection and functional test, leakage was confirmed from the mac-loc adapter. A fracture was found on the neck of the luer fitting. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure. A review of the device history record (DHR) for lot 13364844 and subassembly lot sa13276002 found no relevant nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [t_mwcer_rev5] states the product should be inspected prior to use to ensure no damage has occurred. Evidence gathered from the review of the dmr and DHR, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, a potential root cause has been traced to a component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.